Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: mat# 382533, lot# 2285243, verbatim: reported issue: 50% of each box has had quality issues, where there is no flash for the IV catheter as well as the catheter itself seems not fully on the needle so when they go to insert the needle the needle will miss and push thru the catheter plastic and then they have to start a whole new one. They feel like the catheter is sliding off the needle or almost bent somehow. Injuries or adverse event: no.

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2285243, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing near the catheter's tip. However, the engineer could not identify any issues with the device's flashback or flow rate. Therefore, based off the provided video the engineer was able to verify the reported issue of needle through catheter but could not verify any other issues. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined for the observed damage. For a more thorough investigation a physical sample will need to be returned for flashback and flow rate testing. The manufacturing facility has been notified of this incident and the findings. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.